Manufacturer narrative:
(B)(4): analysis results were not available for the cable at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info that during a lead revision the cable was opened for intra-operative testing. It was found that the wires were exposed on the distal end. The cable was used without incident. Impedance checked with cable were within normal limits. No info was provided as to why the lead revision was needed. There was no pt injury and the pt recovered without sequela. Add'l info has been requested and if received a follow up report will be sent.